Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. The patient had medical history of obesity and surgical history of ablation of the wisdom teeth, appendectomy, chilecystectomy and herniated disk. It was reported that the patient had pseudoarthrosis visualized on bone scan. Diagnostic tests performed: yes. Thermomolded cervical corset was performed as a result of the event. The ae is causally related to study procedure and study device. Outcome of this ae: not recovered/not resolved. There were no further complications reported regarding the event.

Manufacturer narrative:
B2. Other: unexpected diagnostic intervention g4. PMA / 510(k) is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.